Manufacturer narrative:
On (B)(6) 2017: during follow-up, the contact stated the customer is no longer experiencing any occlusion alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after a site change. The customer's blood glucose (bg) level was 119mg/dl. During troubleshooting with tandem technical support, the contact observed insulin exiting the infusion set tubing; the contact declined to removed the customer's infusion set to inspect the cannula since the site had only been in use for about an hour. The contact stated the customer would resume insulin delivery after a cartridge change.